Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported has been verified and repaired. The following repairs were performed mechanical upgrade performed, motor defective: replaced, defective motor cable replaced, keypad faulty: replaced, and keyboard pcb replaced. Unit cleaned, functional test performed. The defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair". A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the micro tornado hp w handcontrol was not working when connected to fms vue console device. According to the reporter, the device would make dull clicking sound when the button was pressed but it would not oscillate or rotate as it should. It was reported that the display on fms vue was normal. It was further reported that the shaver handpiece on a second fms vue console was tried but the same thing happened all other shavers worked fine on both consoles. There was a five minute delay in the surgical procedure. The procedure was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.